Event description:
It was reported that the user did not have enough strength to retract an inset infusion set and elected to use a different infusion set, indicating an infusion set deployment issue or connector attachment issue. Symptoms included no reported alarms or alerts and no reported adverse clinical effects. Outcomes included no hospitalization and no escalation of care. Investigation included troubleshooting and user education regarding proper infusion set deployment and connection. Investigation of this case revealed difficulty operating the infusion set mechanism, consistent with incorrect deployment or incompletely attached connector, with no device alarms observed. It was concluded, based on previously established findings for similar reports, that the cause was user technique.